Event description:
Customer emailed saalt to explain that their iud came out while they were using the saalt cup. Saalt asked additional questions about the customer removal techniques, if their iud strings were cut short, how long they had been using the cup, how long their iud had been inserted, and if they had spoken with their doctor about using the iud and saalt cup together. The customer responded and explained more about their experience. She said she had read blog posts prior to using the cup with her iud, and did not speak with her doctor about it prior to using the cup. She said she had been using the cup and iud together for 9 cycles. She said that the cup had been inserted for about 10 hours prior to removal. She noticed that the iud was sitting lower than normal, and she said she always pinched the base of the cup to break the seal during removal. She made an appt with her doctor to have the iud looked at. Doctor confirmed that it needed to be removed so they removed it completely. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."